Event description:
The reporter stated that the "IV pump set for time / volume (v/t) for gentamycin 0.7 ml over 30 minutes later checked x1 and still infusing. Thirty minutes later realized pump had not alarmed and when checked 1cc had infused. Pump was turned off at that point." There was no pt injury or treatment associated with this event.